Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During the initial implant procedure, the suture sleeve of the right ventricular (rv) lead detached from the lead body. The rv lead was explanted and the procedure was stopped. X-ray imaging was later performed and revealed the whole suture sleeve was in the right ventricle of the heart. Subsequently, the sleeve has been visualized to now be in the patient's lung. Surgical intervention was performed, and the detached suture sleeve was successfully removed from the patient's lung. The patient was in stable condition.